Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was cracked and the orange (+5v) wire was open inside the trunk cable connector. The cause of the code 204 is a distribution in communication between the monitor and electrode belt. The cause of the distribution in communication is the open orange wire. The cause of the open orange wire is the damage trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.